Event description:
It was reported that the vertical lift column on the 9900 system would not work during a case. The 9900 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation a follow up report will be filled when add'l details become available.